Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and the haptic broke during insertion. The lens was implanted and removed without the patient injury. The model and lot numbers of the cartridge and injector were not specified by the facility.